Event description:
Healthcare professional reported no complaint against the device. Healthcare professional later reported deflation and "hole, non-specific". This record is for the left side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.